Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. This event occurred in other country. This is the same event as 1043534-2008-00235, 00236.